Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (thoracic and cervical). The patient received two leads (model 3146) with the same lot number. Device 1 of 3. Reference MFR report#1627487-2015-08463. Reference MFR report#1627487-2015-08464. It was reported, the patient has not used the cervical system since 2012. Reportedly, the patient alleges feeling shocking sensations in the lower extremities and right arm. As a result, the patient requested a system explant. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08463, reference MFR report#1627487-2015-08464. Follow-up revealed the patient's scs system was explanted.